Manufacturer narrative:
The ge rep conducted an on site investigation. The table digital printed circuit board and the generator interface printed circuit board were replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the 2800 system displayed a communication error message. No pt injury was reported.